Event description:
Related manufacturer reference number:2017865-2022-00035. It was reported that the patient presented to the hospital with right ventricular lead noise and right atrial lead high impedance anomalies. The atrial lead exhibited a steady increase in impedance over a period of 6 months. On dec. (B)(6) 2021, both leads were capped and replaced successfully. No patient symptoms were reported and the patient was reported to be in stable condition.